Manufacturer narrative:
The customer¿s report of the rate changed was confirmed. Analysis pcu event log shows pump module was programmed to infuse heparin 25000 unit in 250 ml (drug ID (B)(6)) at a rate of 12 ml/hr and a dose of 1200 unit/hr at 10:55 am on (B)(6) 2016. At 12:39 pm, the device alarmed for patient side occlusion. At 12:40 pm, the user selects the device and pushes ¿key up¿ (which is the up arrow next to the number 3 on the pcu). This changes the rate to 13 ml/hr and the dose to 1300 unit/hr. The user starts the infusion. At 12:52 pm, the user changes the rate back to 12 ml/hr, which changes the dose back to 1200 unit/hr and starts the infusion. At 4:07 pm, the device is channeled off. The volume recorded as being infused during this period was 60.011 ml. The root cause of the customer¿s report of the rate changed was identified as a user issue. No device was returned for investigation.

Event description:
The customer reported the heparin rate was set to 1200 units/hour. When staff came back from lunch, the heparin was found to be infusing at 1300 units/hour. There was no report of patient harm.